Event description:
The customer contact reported the device did not deliver. On (B)(6) 2010 at an unspecified time, the device was programmed for pain management in the continuous+bolus mode, to deliver unspecified pain medication with a 10ml/hr continuous rate, a 2ml bolus dose, a 20 minute pt lockout, a container size 200ml and the delivery was started. At an unspecified time, the nurse noted the medication container appeared full instead of delivering an expected 170ml. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact indicated there were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).